Event description:
MDR: it was reported that the clinical study patient experienced inadequate stimulation. The patient underwent a procedure where the spinal cord stimulation (scs) system was explanted.

Manufacturer narrative:
Additional suspect medical device components involved in the event: brand name: linear 3-4. Upn: m365sc2352700. Model: sc-2352-70. Serial: (B)(6). Batch: 7079112. Brand name: artisan. Upn: m365sc8216700. Model: sc-8216-70. Serial: (B)(6). Batch: 7074239.